Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported a patient with poor vision at distance, midrange and near following intraocular lens (iol) implantation. The clinic reported residual astigmatism and the iol as decentered. An explant of the lens was performed approximately five months following the initial surgery. Additional information is requested.